Manufacturer narrative:
Returned device analysis reveals an adaptor with the proximal setscrew advanced down (seemingly stuck) into its housing. The setscrew had to be advanced further before it could be retracted. There is no damage found to the setscrew, and the setscrew functions as designed. The setscrews are shipped in the retracted position, and the user would have advanced the setscrew down into the housing (against medical literature). The electrical resistances are within specification. No manufacturing defects found.

Event description:
Attempted implant. During the procedure, the adaptor could not be used because the distal setscrew would not back out to accept the lead.